Event description:
Product analysis for the return lead portions was completed. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Event description, corrected data: follow-up report #1 inadvertently omitted information about contributing factors as revealed in the patient's subsequent generator replacement.

Event description:
Information was received indicating that the patient's new generator was replaced due to another extrusion event. It was stated that the patient picked at the incision site, causing the device to become exposed. This likely contributed to the generator extrusion previously reported in this medwatch report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient was admitted to the hospital the previous day for an exposed generator. The generator and lead were explanted on (B)(6) 2015. The lead was explanted as part of a plan to transition the patient to a single-pin device. Follow up with the surgeon indicated the surgical site was well healed, but he suspects the generator was rubbing the chest pocket and caused it to become visible. He reported the scarring at the surgical site appeared typical for vns surgeries and did not note anything unusual. The full re-implant surgery occurred on (B)(6) 2015. The lead and generator were returned to the manufacturer. Product analysis was completed for the generator. Visual inspection, mechanical and electrical functional tests indicated there are no performance or any other type of adverse conditions found with the pulse generator. Analysis of the returned lead is currently underway.